Manufacturer narrative:
Reported event: an event regarding alleged wear involving triathlon insert was reported. The event was confirmed on the basis of attached explanted picture. Method & results: device evaluation and results: visual inspection: explanted device pictures in which a part of insert seems to be worn and is broken apart. Pictures are attached for the reference. Material analysis, , functional and dimensional inspections could not be performed as the device was not returned. Clinician review: the provided x-ray/ medical reports were rejected for medical review by our clinical consultant and stated that: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient had pain and device is having wear involving triathlon insert .the event was confirmed on the basis of attached picture but exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, dated x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
Patient had original knee done on (B)(6) 2009 by dr. At hospital. Presented today for left knee pain and a poly exchange by dr.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had original knee done (B)(6) of 2009 by dr at hospital. Presented today for left knee pain and a poly exchange by dr.